Manufacturer narrative:
Section d9: device available for evaluation? Yes section d9: date returned to manufacturer: may 11, 2023. Section h3: evaluated by manufacturer: yes device evaluation: the intraocular lens (iol) was not received as part of this return. Visual inspection under magnification revealed that the complaint handpiece was received with the plunger rod advanced to the cartridge tip. The handpiece was disassembled, and the assembly was inspected, no issues that could cause or contribute to the complaint issue. Inspection of the removed cartridge revealed a trace amount of viscoelastic residue inside of the cartridge, suggesting that an inadequate amount of ovd may have contributed to the complaint issue. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section d6a, if implanted, give date: not applicable as the iol was removed and replaced within the same procedure. Section d6b, if explanted, give date: not applicable as the iol was removed and replaced within the same procedure. Device evaluation: the device was not returned for evaluation as it was discarded. Therefore, a failure analysis of the complaint device cannot be completed. The manufacturing records review for this device shows that the unit was released within specification. Based on the complaint investigation results, the product was released within specifications and a relationship between the device and the reported incident could not be determined. There is no indication of a product deficiency or product malfunction. Attempts have been made to obtain the missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the johnson and johnson(jnj) intraocular lens (iol) was inserted into the patient¿s right eye. It was noticed to be scratched after implantation. The iol was removed and replaced with another lens of the same model and diopter. The incision was not enlarged. Reportedly, the outcome did not significantly interfere with the patient's activities of daily life. The injector was returned to the distributor. The lens was not included in the returned package. The lens was discarded. No further information was provided.